Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an anterograde approach. The 99% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified vein. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 22 atmospheres. However, during the second inflation at 23 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.